Event description:
It was reported that the pump's quick bolus/wake button was difficult to press, requiring multiple attempts to turn on the pump screen. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to press the button firmly while supporting the pump, which resolved the issue as the caller acknowledged that the button functioned as intended.